Manufacturer narrative:
Section g3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusions: analysis of the submitted CT images confirmed a kink to the outflow graft that could have contributed to the low flow hazard alarms that were confirmed through the evaluation of the submitted log file. Examination of the submitted CT images appeared to show a kink in the outflow graft material beneath the outflow graft bend relief. A specific cause for this kinking and a duration of time for which the graft was kinked could not be conclusively determined through this evaluation; however, it should be noted that it could have contributed to the low flow hazard alarms that were observed in the submitted log file. The reported tissue ingrowth could not be confirmed. The submitted log file contains data from (B)(6)2019 at 20:22 through (B)(6)2019 at 10:56. Low flow hazard alarms were captured on each day of the file beginning on (B)(6)2019 at 02:29. Estimated flow ranged from 2.3-2.4 lpm for these events. Overall, estimated flow ranged from 2.3-4.2 lpm. Estimated flow appeared to decrease over the duration of the file. The heartmate ii lvas IFU addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. This IFU also provides details regarding the preparation, installation, and orientation of the sealed outflow graft. No further information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 5 years and 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for an elective revision of the lvad system. During the revision procedure the outflow graft was shortened. No further information was provided. A final report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received on 30oct2019. It was reported that the patient suffered dyspnoea following persistent low flow alarms. An outflow graft issue was confirmed by computed tomography angiography. After the revision, two stents were implanted, and the patient underwent one more revision. Per the account, the grown tissue, which caused the outflow graft stenosis was removed. After the procedure the account confirmed improved unloading parameters of the left ventricular assist system. The patient was dismissed to home without consequence. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.